Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an attempt was made to download stored episodes and the device software crashed. The physician will attempt download at patient's next follow-up. The patient was in stable condition.